Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 day. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that upon review of chest x-rays on (B)(6) 2017, it was observed that there was a ¿moderate¿ likelihood that the outflow graft bend relief was not fully engaged. The physician believed the attachment was stable and appropriately attached, and would keep observing the patient with no change in plans. No additional information was provided.